Event description:
The customer reported via phone call that they were dispatched to hospital emergency medical service due to high blood glucose and diabetic ketoacidosis on february 25,2022 with blood glucose of 700 md/dl. The customer's current blood glucose was unknown. The customer did experienced the symptoms such as nausea, vomiting and feeling thirsty. The insulin pump was on auto mode at the time of incident. No further patient complications were reported. Troubleshooting was not performed and the customer will continue to use the device. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.